Event description:
It was reported by a patient that they underwent an inguinal hernia repair procedure for a pubalgia on (B)(6) 2009 and mesh was implanted in order to order to strengthen the abdomen. Since the procedure, the patient reported that they had many health problems of various kinds and their quality of life has been diminished. The patient consulted many doctors for different neurological, systemic, etc. Problems. The pains in the inguinal region and other parts were high, difficult to bear and increasing. The patient stated they had have many dysfunctions due to the mesh. No further information provided.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. There were no contact details available and therefore no follow-ups can be undertaken. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information from the operative report: diagnosis: bilateral pubalgia; adductor tendinopathy. Nature of the intervention: wall reinforcement with preperitoneal prosthesis placement under celioscopy; bilateral and bilateral plasty of the z-adductor tendon. Date: (B)(6) 2009. This is a 19-year-old athletic patient [...] Who has had bilateral pubalgia resistant to medication for several months. There is associated pain with the insertion of adductors. Under these conditions, an indication of surgical treatment with parietal reinforcement is provided by placing pre-peritoneal prostheses and plasty for lengthening the adductors. Under ag. Supine. 2 arms along the side of the body. Incision under the umbilical. Opening of the aponeurosis of the rectus abdominis muscle on the left. Dissection of the pre-peritoneal space with dissecting balloon. Blount type trocar placement. Insufflation at 12 mm hg. Placement under visual control of two 5 mm trocars on the midline in the sub-umbilical. Dissection of the pre-peritoneal space first to the left and then to the right to the anterosuperior iliac spine. Dissection of the right and left spermatic cords. There is no associated hernia. Deep inguinal orifices are normal, do not appear enlarged. Placement of anatomical pre-formed prostheses ¿ small size on the right and left. These will be fixed. Per 5 ml of tissucol. Exsufflation under visual control, ensuring that the peritoneal sac does not slip under the plates. One then passes to the adductors; the thigh is in adduction allowing the tendon of the adductors to protrude at its insertion. Incision facing. Extension plasty in z with the cold blade on the sheath of the adductors. Severe hemostasis. This is done bilaterally. Closure of the opening orifice by two x points on the aponeurosis of the rectus abdominis. Suture used on the various incisions and the skin. The patient resumes feeding on the evening of the procedure. He is allowed to return home on (B)(6) 2009. The patient will see professor in consultation on (B)(6) 2010